Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date device was received by manufacturer for evaluation. A product development investigation was performed for the complaint device. The device was received with the threaded part of the connector broken off. The connector is in an extremely bad overall condition, there are countless marks of heavy hammer blows all over the device, and especially the shaft and the bottom of the head is severely damaged. The laser markings on the shaft are partially faded. The manufacturing documents were reviewed and no complaint related issues were found, this connector was manufactured in feb 2015 according to the specification. At that time the correct material (1.4542) was used and the hardness was between 42.9 and 44.7hrc, which is within the specification of the device drawing. The relevant dimension at the fracture face was checked caliper 3-01-19788 and was with 6.02mm within the specification of 6.15mm 0/-0.2 per the device drawing. Based on these findings we exclude a manufacturing-related issue. The hammer marks at the shaft and the bottom of the head are a clear indication that this device was exposed to very high lateral stress on many occasions. It is likely that this inappropriate handling with lateral hammer blows led to a fatigue of the material and finally the breakage of the front part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. 510k#unknown: device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. : device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 03. Feb. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that during surgery when it was hit the thread of the strike plate snapped off inside the insertion handle. The reported part 03.010.424 is a connector which is attached to the insertion handle, therefore it is likely that the threaded part of the connector broke off in the insertion handle. There was no patient harm and the surgery was successfully completed. All broken off fragments were removed from the patient. The surgery was prolonged approx. 5 mins. This complaint involves 1 part. Concomitant devices: 1x unk insertion handle. This report is 1 of 1 for (B)(4).